Event description:
On (B)(6) 2018, at (B)(6) the surgeon attempted to use the renaissance system in a l5-s1 spinal fusion surgery. Registration was attempted several times but failed because the CT of the patient was not according to mazor's protocol. The surgeon reverted to a scan-and-plan registration. When attempting to instrument the anatomy, there were reachability issues and "the surgeon decided it was best to abort the case and plan to come back another day." It was since reported that the patient is fine and the surgery will be rescheduled for a later date.